Manufacturer narrative:
The pipeline flex pushwire and the microcatheter were returned for evaluation. The pipeline braid was not returned as it was implanted in the patient. The pipeline flex pushwire appeared to be detached at the hypotube proximal to the wire weld. The tip coil was observed to be stretched. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was found to be bent. The catheter body was found to be flattened with accordion damage. No other anomalies were observed. The surfaces of the detached pushwire were then sent out for scanning electron micrographic (sem) / energy dispersive spectroscopy (eds). Based on the reported event details, the analysis findings and the sem/eds analyses, the clinical observation was confirmed. We are unable to definitively determine the cause of the event however, it is likely that the distal wire of the pipeline flex delivery system detached due to tensile failure. The damages seen on the returned catheter body (flattening/accordioning), distal/proximal wire (bending), tip coil and hypotube (stretching); suggest excessive forced was used such as pushing and pulling. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. Furthermore, the lot history record of the reported lot number of the pipeline has been reviewed. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture. Per the pipeline flex instructions for use: "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury.

Manufacturer narrative:
The device has not been returned for evaluation. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician implanted a pipeline flex in m1 segment of the middle cerebral artery (mca), and while withdrawing the system the tip coil of the pushwire detached at the distal hypotube. It was reported that the separation occurred when the physician retrieved the system. The physician realized and advanced the marksman microcatheter to recover the separated segment, but when it was passing through the femoral introducer, the separated segment was found embedded in the patient's skin. The physician removed the separated segment with tweezers. The procedure ended with no further complication for the patient. The patient was being treated for an unruptured aneurysm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.